Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. As a result surgical intervention was undertaken wherein the system was explanted. The infection is being treated with antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.